Event description:
Client reported on saturday (B)(6) he altered the height of the equipment using the hand control and then placed it onto bath seat when he notice a strong smell of smoke and found that there was smoke coming through one of the screws on the hand control and a few seconds later flames began to come out and the bathroom soon came full of smoke the client had to throw the control into water to douse the flames

Manufacturer narrative:
The device is manufactured by aquatec in europe and sold through a third party distributor in the u.s. The alleged incident occured in the united kingdom.